Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, an opening. Device analysis was performed through photographs, and due to the impossibility to perform a microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Patient representative reported, a left side "implant rupture". The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant rupture".

Event description:
Patient representative reported a left side "implant rupture". Device remains implanted.